Event description:
It was observed that during the device inspection, the bronchovideoscope distal end c-cover and lens had a burnt. There was no patient involvement.

Manufacturer narrative:
The device was evaluated. Based on the results of the investigation, regarding the burnt c-cover, the root cause cannot be conclusively identified. Probable cause based on the reasonably known information was due to stress, usage with insufficient distance between high-energy endotherapy accessories and the distal end. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.